Event description:
The patient underwent an atrial fibrillation ablation procedure in (B)(6) 2025. A CT was performed on (B)(6) 26 which suggested severe pulmonary stenosis in two veins which was confirmed with angiography on (B)(6) 26. Stents were placed in the right superior pulmonary vein and the left inferior pulmonary vein. There were no indications during the procedure of any complication. The physician does not allege any performance issue with any abbott device. Upon review of case images, it appears that ablation was performed too ostial using high power short duration therapy (50w for 10 seconds). The patient has since recovered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
The patient underwent an atrial fibrillation ablation procedure in (B)(6) 2025. A CT scan performed on (B)(6) 2025 suggested severe pulmonary vein stenosis in two pulmonary veins, which was subsequently confirmed by angiography on (B)(6) 2026. Stents were placed in the right superior pulmonary vein and the left inferior pulmonary vein. There were no reported indications of any procedural complication at the time of the ablation procedure. Additionally, the physician did not allege any performance issue, malfunction, or deficiency associated with any abbott device. Abbott has subsequently been informed that the patient is deceased. The date of death and details regarding the patient's clinical course preceding the patient's death are unknown. No information has been received that attributes the patient's death to any abbott device, and there has been no allegation of a device deficiency, malfunction, or deterioration in the characteristics or performance of any abbott device.

Manufacturer narrative:
Additional information: b2, b5, g3, h2, h6.